Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) have been completed. The reported problem (does not charge) was confirmed. As received, the battery pack would not power on a test monitor. Upon evaluation, there was contamination on the battery cells and pca board inside the battery pack. The cause of the inability to power a monitor and charge is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not charge.